Event description:
It was reported that the anchors of the xnite slide-link broke off. The patient first started using appliance on (B)(6) 2024 (no exact date provided). Provider stated that the patient reported on (B)(6) 2024 that the anchors of the device broke off and discontinued using appliance. No reports of harm or injury. The provider stated that the device was cleaned prior to delivering to patient. No information on how the patient maintained the appliance. The patient is currently using a new device.

Manufacturer narrative:
The device is expected to be returned. Once the device is received an investigation will be performed and a supplemental report will be submitted at the conclusion of the investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: customer did not return the reported device for investigation to date. However, the non-visual device investigation has been completed. Root cause description: based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time.

Manufacturer narrative:
The device was evaluated, the investigation has been completed and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: customer did not return the reported device for investigation to date. However, the non-visual device investigation has been completed. Root cause description: based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. G3 date of manufacture and h6 codings are updated with reference to the complaint number: (B)(4).